Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd luer-lok¿ syringe with attached bd¿ blunt fill needle 18 g x 1 1/2 in., sterile single use, not for skin injection, 3 ml, leakage occurred. The following information was provided by the initial reporter: it was reported that syringe leaked out.

Event description:
It was reported that while using a bd luer-lok¿ syringe with attached bd¿ blunt fill needle 18 g x 1 1/2 in., sterile single use, not for skin injection, 3 ml, leakage occurred. The following information was provided by the initial reporter: it was reported that syringe leaked out.

Manufacturer narrative:
Investigation summary: one loose 3ml syringe with a customer applied label (p/n 305060) was received. The sample was visually evaluated and tested for leakage at the luer connection and leakage past stopper. No visual defects were observed on the syringe and both leakage tests showed no evidence of leaking. The syringe was acceptable per product specification. Since the sample received did not display the reported condition a potential root cause could not be defined and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.